Manufacturer narrative:
The insulin pump had a display anomaly due to a cracked end cap and bleeding display glass. The insulin pump was received without a battery cap. The insulin pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner, broken belt clip slot, broken battery tube threads, a cracked display window and stained end cap sticker.

Event description:
The customer reported via email that the insulin pump was not working and that the battery compartment was cracked. The customer was called and stated that a piece had fallen off from the insulin pump where the cap screws in and that the screen was half black. The blood glucose reading was not given. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.